Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error noted during testing. However, pump error alarm confirmed in the insulin pump history due to software error. Unit was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump failed battery test. Customer blood glucose is 240 mg/dl. Troubleshoot was not performed for failed battery test. Customer changed the battery three time on (B)(6) 2017. Customer also reported several pump errors. The first pump error was the motor processor not reporting the insulin pump stroke on reasonable time. The second pump error was the lack of communication of the motor with main arm. The third pump error was watchdog task was not running properly. The third pump error was self-test failing. Bolus amount was recorded in the daily history troubleshoot was performed for the pump errors. Pump errors did not happened during rewind,load reservoir,fill tubing process. According to the error table, the insulin pump need to be replaced. Insulin pump was returned for analysis.